Event description:
The surgeon had 2 atoll set-screw drivers & 1 cross connector driver shear tips off in surgery. One set-screw driver tip was left within the head of the set-screw in the pt.

Manufacturer narrative:
Add'l lot# w5772. Lot w5772 was manufactured in january '08. The black handled driver (ratcheting, not torque limiting) was actually being used when the driver tip broke inside the head of the set screw. The surgeon tried to pluck the tip out of the screw with a pair of pick-ups but was unsuccessful as there was no edge on the tip to leverage against. The second driver actually broke on the last screw so, there was no issue with not being able to lock the construct down. This is contrary to the surgical technique, which specifies using the torque-limiting driver to final tightening of the locking screws. Use of the ratcheting handle allows more torque to be applied, in this case exceeding the strength of the driver tip.